Event description:
It was reported that there was an alert for the right ventricular (rv) lead pacing impedance going to greater than 3000 ohms and then the next day it dropped back to baseline of 600 ohms. Also, there was an elevated numbers of short interval counts (sic) recorded during the last two months. It was noted that no noise was observed on real time electrogram. It was questioned if there was a potential lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).